Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they were not feeling well and lost consciousness. Her husband performed a finger stick reading and the bg meter was displaying 36 mg/dl. He called 911 and the patient was transported to the hospital via ambulance. The patient was treated by the physician in the emergency room; however, the patient could not recall what medications they were given. The patient was released from the hospital the same day. At the time of contact, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.